Event description:
Went and had a steroid shot put in my knee, didn't help, started me on synvisc one shots, (B)(6) 2013 took all these shots, didn't help. The dr. Was supposed to numb my leg before the shots, but he never did. The last shots caused both knees to swell up the size of a big softball, stayed that way for 2 weeks, had to walk using a walker, now have to use knee braces to help stabilize my knees, they stay cold all the time, even if I'm sitting in the sun., they still hurt and stay cold, have to wear leg warmers pulled up over them, trying to get relief. They stay cold and hurt all the time, absolutely will not take these shots anymore. Date the person first started taking or using the product: (B)(6) 2013. Date the person stopped taking or using the product: (B)(6) 2013.